Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. There was no alleged malfunction of the device during the procedure. Following the procedure the patient experienced difficulty breathing and was admitted to the ICU. The physician reported that she developed status asthmaticus and significant mucous plugging requiring intubation for approximately five days. As of information received on (B)(4) 2014, the patient is now extubated and continues to improve compared with her pre-bt treatment status.

Manufacturer narrative:
The exact age of the patient is unknown, however, the patient was reported to be over the age of 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. There was no alleged malfunction of the device during the procedure. Following the procedure the patient experienced difficulty breathing and was admitted to the ICU. The physician reported that she developed status asthmaticus and significant mucous plugging requiring intubation for approximately five days. As of information received on (B)(6) 2014 the patient is now extubated and continues to improve compared with her pre-bt treatment status. Additional information received on 22aug2016: it was reported by the patient's family member that following the third bt procedure, the patient experienced chest tightness, stridor, and bleeding in the lungs. The patient was intubated for 9 days and an additional bronchoscopy and suctioning were performed to treat the bleeding. The patient's current condition was reported to have worsened.